Event description:
The device case, reported by a diabetes specialist nurse, concerns a pt who experienced ketosis. The pt was using a pen injection device (humapen ergo-unk cartridge holder type) to deliver insulin (unk formulation). The pt was using a pen injection device and experienced ketosis. Action with insulin is unk. Pt outcome is unk. The dsn did not provide a causality assessment of the event. Further info has been requested. Pen is to be returned. Update 11/2001: further info received from initial rptr. Event of ketoacidosis changed to ketosis on request of rptr. Update 11/2001: preliminary comments provided by pharmaceutical delivery systems (pds) in 11/2001. Preliminary report prepared for submission to medical devices agency.

Event description:
The reporter stated the pt arrived in the diabetes day centre (ddc) with her faulty pen injection device. The pt reported to her dsn that her blood glucose level had been raising over the previous 48 hours without any obvious cause. The pt has attempting to correct this by giving herself extra units of insulin lispro. The pt had noticed it took her a couple of attempts to get the test dose. In the evening prior to the pt visit to the ddc the pt developed moderate ketones in her uring. She became suspecisous the pen was not delivering her insulin lispro dose correctly. The pt stopped using her faulty pen and replaced it with her spare pen injection device. The ketones in the pt's urine disappeared very quickly and her blood sugars returned to normal. When the reporter examined the ps faulty pen and dialled a dose. The reporter identified the following: the plunger when depressed did not express the insulin. Initial examination of the returned device revealed the general condition of the pen injection device was good. Both engagement tabs were broken. The cartridge holder was made after the initial corrective actions were implemented in 11/1998. Insulin lispro continues. Pt has fully recovered from both events. The reporter considers the events to be related to the pen injection device.